Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus only worked intermittently. It was indicated that the printer required repair and the personal computer memory card international association (pcmcia) was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus only worked intermittently. The stylus was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.